Manufacturer narrative:
The device will not be returned to the manufacturer for an investigation, as it has been discarded. The claimed condition and the root cause could not be confirmed. Risk documents were reviewed. One of the probable root causes for broken extension tube assembly in the joint connection with the cement injection reservoir is: cement set-up idle time exceeded. Excessive injection pressure causes failure at component junctions. During the investigation, it was found that the customer refrigerated the cement powder and the liquid monomer. The liquid monomer can be refrigerated to extend working time, but not the cement powder. This action can affect the mechanical properties of the cement mixture. The most probable root cause is user related.

Event description:
After mixing the cement for a vertebroplasty procedure, the extension tube broke when transferring the cement into the injector. The case was extended for an additional 45 minutes. The procedure was able to be completed using alternate equipment. There was no adverse consequence reported as a result.